Manufacturer narrative:
The device was evaluated and the fluid level sensor was found to be the cause of the reported complaint condition. The fluid level sensor was replaced and the console passed all operational verification tests.

Event description:
The report received states that the console had an issue with the vent valve opening. There were no reported patient complications.